Event description:
In 2008, the patient was bending over to pick up a pair of pants when he felt electrocuted. He was rushed to the hospital. It was stated that his "bladder stopped" and he was catheterized for three days. It took him two weeks to learn to walk again, and he just now can walk with a cane. X-ray confirmed lead breakage. The patient was on oral pain meds. The physician wanted to replace the device. Further information is being requested from the hcp.